Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed the surgeon monitor lost power and shut off. The surgeon monitor was replaced and the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect monitor was returned to the manufacturer for evaluation. Functional testing, visual/physical examination could not reproduce the issue. The returned monitor displayed a good image when connected to a known good system. The monitor was allowed to run for an extended amount of time and did not lose the displayed image. No fault was found.

Event description:
A medtronic representative reported that outside of a procedure, during a site training, the surgeon monitor on the navigation system displayed black, indicating a power loss. The representative re-seated the surgeon monitor cable going into the staff cart and the issue was resolved. There was no patient present when this issue was identified.